Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for four patient samples tested for ise indirect na, k for gen.2 on the cobas 6000 c (501) module between (B)(6) 2017 and (B)(6) 2017. The customer stated initial results for na and k were "very low" and the repeat results were "very high" on another c501. Based on the data provided, only the na results were erroneous. The customer tried new reagents, several reagent primes, ise checks, air purge, checked the electrodes, and checked the tubing. The customer stated that the electrodes were changed on (B)(6) 2017 and the tubing and reference electrode were changed on (B)(6) 2017. The customer opened the electrode compartment and no leaking or salt buildup was visible. The customer stated the tubing was fine with no bubbles and was correctly placed on the sipper. For patient 1 the initial na result was 128 mmol/l and the repeat result was 141 mmol/l. For patient 2 the initial na result was 98 mmol/l and the repeat result was 136 mmol/l. For patient 3 the initial na result was 126 mmol/l and the repeat result was 133 mmol/l. Repeat testing was performed on a different c501 module and was believed to be correct. The erroneous results were not reported outside the laboratory and there were no adverse events. The na electrode lot numbers and expiration dates were requested but not provided. The field service engineer found possible debris or contamination within the flow path of the ise assembly. He flushed and cleaned ise assembly, examined the ise sipper and probe for misalignment, and checked rinse mechanism for proper cuvette fill levels and vacuum. Multiple ise checks were performed without alarms or errors. The ise precision was performed for accuracy with all results passing. The field service engineer performed preventative maintenance and the c501 module is performing to specifications. The customer ran calibrations and quality controls and all were within specification. A possible root cause could be air in the sample channel, leakage current from the waste, or old and/or expired reference electrode.